Event description:
It was reported that temperature alarms 10 and 11 occurred, and the customer was unable to clear the alarm or resume insulin. There was no reported impact to the customer's blood glucose level as the customer declined to provide information on whether their level exceeded 500 mg/dl. Technical support decided to replace the pump, instructed the customer to use multiple daily injections as backup therapy, and guided the customer on putting the pump into storage mode before returning it using a prepaid label within ten days.